Event description:
A surgeon reports a patient complains of halos around lights and difficulty seeing some images (photos and people's faces) following intraocular lens implant surgery. The surgeon commented that the patient's symptoms may be related to a cortical issue elicited by lens implantation. Symptoms improved following a lens exchange in the fellow eye (MDR #1119421-2005-00332). No furhter intervention is planned. He will continue to monitor the patient's adaptation over the next few months.